Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high readings issue with the adc device. A customer reported high sensor readings on (B)(6) 2022, with unspecified symptoms of hypoglycemia. An ambulance was called and the customer treated with oral glucose. There was no report of death or permanent injury associated with this event. The customer reported comparison of 3.8 mmol/l sensor against 1.9 mmol/l and 1.8 mmol/l healthcare meter result. However, customer did not specify from what day/time these readings were taken. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.